Event description:
It was reported that a pump triggered an altitude alarm. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating it was within an acceptable range. Technical support instructed the customer to remove any obstruction from the speaker holes, clean the holes, and follow specific steps to reconnect the pump cartridge. After these actions, the pump resumed normal operation, and technical support provided tips to prevent future altitude alarms.